Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the head section will not lower when CPR is engaged. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The baxter technician found the gas spring needed to be replaced. Per the baxter service manual the totalcare bariatric bed and totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in may 14, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the gas spring to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the head section will not lower when CPR is engaged. The bed was located at the account. There was no patient/user injury reported.